Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. A review of the technical service on-site showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the day of the event. A review of the logfile showed the energy level was steady. No interruption/break during treatment. Procedure executed correctly according to prescription entered. There is no error nor warning occurred during this right eye treatment. No technical root cause could be determined as the device is in specification. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor reported diffuse lamellar keratitis (dlk) in a patient's right eye one day post lasik. Patient complains of blurry vision and foreign body sensation in right eye. Doctor also reported undercorrection. Topical steroid drops were increased. Upon follow up, dlk is resolved. Patient is being monitor every few weeks to check refraction. Refraction has been stable for the past month.